Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested.

Event description:
A surgeon reported that a blunt blade was noted prior to surgery. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: one lot number was identified with this complaint. No abnormalities that would have contributed to the customer complaint were found during the device history record (DHR) reviews. The DHR reviews did not point to a root cause because the reported lot was released based on the manufacturer's acceptance criteria. A complaint history review indicates that no additional complaints were associated with the reviewed lot.